Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 300s mg/dl. Cause of bg level was not known. Customer performed a supply change to address the issue and was admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer declined troubleshooting with tandem technical support and declined to provide further information. The customer continued to use the pump for insulin therapy.